Event description:
It was reported that the anti-rotation post on an onkos custom my3d personalized solutions lap joint was oriented in the incorrect direction. As a result, the lap joint could not mate to existing hardware in the patient. The post was cut off the device in the or to allow the device to mate with in-situ hardware. This event resulted in a surgical delay of under 30 minutes. This event will be reported as a malfunction.